Manufacturer narrative:
This report is submitted on january 31, 2020.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). It is unknown if the patient's head was wrapped as recommended by cochlear. Surgery to re-position the magnet was performed on (B)(6) 2020.